Manufacturer narrative:
During laboratory analysis it was determined that this product reverted to safety core during the explant procedure. Microscopic visual inspection of the header found it to be completely intact and the leads were fully inserted into the header. A review of the memory log found that the device recorded 4 faults on (B)(6) 2011. It is known that if electrocautery is being applied near the device site during surgery this may cause the oscillator to temporarily not function properly which is known to cause a system fault which will cause the device to go into safety core. It was verified that the device was able to operate within safety mode. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. No further analysis was performed.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for erosion. There were no additional field allegations reported against this product. This report was created due to laboratory findings.